Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing out of range impedance measurements. Ts reviewed and noted a gradual increase in impedance over the last couple of months. Ts most possibly suspected that the svc coil likely exhibited high impedance. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).